Event description:
It was reported via repair work order that the fowler was bent and stuck in the upright position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: the account is deciding if they are going to repair this or not.